Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon inspection, the belt was found to have damaged cable. The cable running from ECG c to the distribution node was found to have an electrical short between the shielding and wires. The internal short caused the check belt messages. The root cause of the shorted line cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll lifecor customer support service to report that the pt was receiving adjust belt messages every couple of minutes. The pt was provided with a replacement electrode belt.